Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the defibrillator output was incorrect. The complainant indicated that there was no patient involement in the reported malfunction.